Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. No CAPA is applicable; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a bioprosthetic valve underwent a valve-in-valve procedure due to severe aortic insufficiency and moderate-to-severe aortic stenosis, secondary to valve degeneration. Implant duration of the pre-existing surgical valve is approximately seven (7) years and five (5) months. During the procedure, significant perivalvular leak (pvl)was also noted. A non-edwards transcatheter was implanted; however, there was still pvl present. It was decided to implant an edwards transcatheter valve in exchange for the non-edwards valve. Post-implant, there was still residual pvl from the surgical valve, although it appeared to be much less. The patient tolerated the procedure well and was transferred in stable condition. Echo evaluation at the end of the case revealed 2+ residual perivalvular aortic insufficiency. The patient's post-operative course was unremarkable. The patient was stable for discharge on pod #2.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.